Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the report of suspected pump thrombosis, high power and flow could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the severed portion of the driveline was not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the reported events. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted into the hospital due elevated pump flow estimation and pump power readings, and concern for device thrombosis. The patient was asymptomatic. The patient¿s anticoagulation medications at the time of the event were aspirin and warfarin, with subtherapeutic inr of 1.7. The patient was treated with a heparin infusion, and a CT scan of the lvad did not reveal any evidence of thrombus in the pump, outflow graft, or inflow conduit. CT of the head was negative. On (B)(6) 2016 the patient was discharged to home and listed as 1a on the transplant list. On (B)(6) 2017, the patient received a heart transplant.